Manufacturer narrative:
(B)(4). Date sent: 8/20/2024. Additional information was requested, and the following was obtained: what is the device lot number? Was the device initially effective in controlling reflux? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? Answer: no other information available.

Manufacturer narrative:
(B)(4). Date sent 8/13/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the image demonstrates a discontinuous linx device located below the diaphragm." The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. The device lot number is unknown; therefore, the device history record could not be reviewed. Additional information was requested, and the following was obtained: when did troublesome symptoms begin? (B)(6) 2023. Linx dilation under fluoroscopy did testing reveal a discontinued linx device (device shaped like a c)? If so, please provide image/date.: yes. Fluoro image from (B)(6) 2023. Did patient undergo an MRI since device implant? If yes, when and what MRI strength? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the device lot number? Was the device initially effective in controlling reflux? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was discontinuous band and return of reflux symptoms.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2024. Investigation summary: a linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure, tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was non-concentric with the respect to the wire.